Manufacturer narrative:
Initial reporter phone number: (B)(6). Investigation summary: a 2000e china sample was not available for investigation; however the customer indicates that sample was from lot 21045808. The customer indicates that the smartsite disconnected upon connection to a zhejiang xinde yi 5ml syringe. The details of this feedback were forwarded to the manufacturing site for investigation. A review of the production records for lot 21045808 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. The root cause of the customer¿s experience could not be determined in this instance. Without a sample it is not possible to determine whether a manufacturing defect could have caused or contributed to the reported issue. Please note that the smartsite device is designed to be used with iso luer lock and luer slip connectors provided on standard administration sets, extensions sets and syringes. In this instance the connecting product in use at the time of the customer's experience was not available for investigation and therefore it has not been possible to confirm if this may have contributed to the customer's experience. A review of the customer feedback database indicates that this is a rare occurrence with a small number of similar reports against the smartsite component in the past 12 months.

Event description:
It was reported that 2 bd smartsite¿ needle-free connectors detached. The following information was provided by the initial reporter: "needle-free closed infusion connector interface was not firmly connected."